Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer was not interested in troubleshooting the insulin pump. He and his doctor both felt that the insulin pump should be replaced. Nothing further was reported.